Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and rescheduled for another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform an exposure. Upon troubleshooting, the fse analyzed the log file and discovered tube arcing and a tube current out of range. The fse performed tube adaptation and conditioning calibration, but it did not work. The fse confirmed that the tube assembly needed to be replaced. To resolve the issue, the fse replaced the x-ray tube. The defective x-ray tube was returned to philips for failure analysis, and the cause of the failure was found to be a vacuum leak. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.